Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the reported information is it likely a suture snag occurred preventing the suture from extending all the way out. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after a cardiac ablation interventional procedure with a 9f sheath. Reportedly, the physician was unable to swing the suture around to cut it during step 3. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.